Event description:
Information was received indicating that after attaching a smiths medical cadd cassette reservoir to a solis hpca pump, an occlusion alarm went off when medical fluid was being passed through. No anomaly was observed in the pump. There was no patient injury.

Manufacturer narrative:
One reservoir cassette was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing using a syringe to detect for occlusions. The reported customer complaint has been confirmed as an occlusion was noted in the extension set; no occlusion noted in the cassette. During the test, when we connect the cassette the pump run without problems, then when we connected the extension set to set, the alarm high pressure appeared in the screen. The complaint is confirmed. Problem source has been determined to be manufacturing. Additionally, three photos were received for review. In the first picture, a cassette product with its extension set was observed. In the second picture, a pump tube with water was observed and in third picture the bottom view of the cassette. We did not observe damaged or occlusions.